Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable.

Manufacturer narrative:
As received, the device was returned for analysis. The event of premature battery depletion was confirmed. Longevity calculations showed the battery depletion of the device was premature. Sensing, pacing, lead impedance, high voltage charging, high voltage delivery, and high voltage shock impedance were tested, and the device¿s function was normal. No high current drain sources were revealed throughout bench and stress testing. The battery was analyzed by its manufacturer and no anomaly was detected. The cause of the premature depletion is undetermined. Based on the analysis and information received from the field, the cause of the reported incident could not be conclusively determined.